Event description:
A caller reported a cgm error 42, indicating an issue with their continuous glucose monitoring. There was no reported adverse impact to the customer¿s blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy.